Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) level over 500 mg/dl reportedly, the customer observed air bubbles in the tubing as an ongoing issue. Reportedly, the customer was disconnecting at the t:lock and not performing the air removal step correctly. Tandem technical support educated the customer on proper loading/air removal process for the cartridge. Customer declined to provide any additional information regarding their elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. H3 other text : device not returned.